Event description:
The time of event is not during procedure. There was no report of patient harm. Air/water tube clogged.

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the water jet tube clogged. Based on the result, we concluded that it was caused due to the inadequate/insufficient reprocessing at the facility on the water jet tube. In addition, our technician confirmed that the control body fluid damage, the forward body frame fluid damage, the down pulley wire fluid damage, the up pulley wire fluid damage, the left pulley wire fluid damage, the right pulley wire fluid damage, the mechanical base plate fluid damage, the ccd module with drive pcb fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the lg connector fluid damage, the insertion flexible tube coating damage, the light guide cable coating damage, the lcb (light carrying bundle) broken, the suction channel buckled, the angle wire play, the angle wire corroded, the segment corroded, the ccd drive pcb corroded, the suction channel leak, the root brace rubber (insertion flexible tube) cut, the objective lens scratched, the lcb distal cover glass scratched, the root brace rubber (lg control body) loose, the distal body worn out, the segment hard to move, the insertion flexible tube lump/wave, the light guide cable lump/wave, the root brace rubber (insertion flexible tube) discolored, and the root brace rubber (lg control body) discolored; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0630(air/water & jet water channels)"" and/or the risk analysis results, it was evaluated to submit MDR.